Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was readmitted with an increase in ldh and subtherapeutic inr. The pt did admit to being unsure of what medications he was to take at home. Greater than ldh in the 1000s, ramp study completed per columbia protocol with slope suspecting pump thrombosis. The pt received a pump exchange (B)(6) 2014, clamshell incision due to second pump exchange. Milrinone was started yesterday for rv protection. Pump exchange complete-clot found on middle of the rotor-will send back to manufacturer for complete inspection.